Event description:
An 8/6mm amplatzer duct occluder (ado) was successfully placed in a fistula from the pulmonary artery to left atrium. Following detachment, the ado embolized and lodged in the right pulmonary artery. Multiple attempts were made to snare the ado. The ado traveled further down into the right pulmonary artery into the lungs. Snaring was partially successful and the ado was pulled back into the right atrium. However, the ado got free of the snare and reloaded in the left pulmonary artery. Again multiple attempts were tried to snare the ado, but were unsuccessful. The patient was sent to surgery to remove the ado and close the fistula. The patient is now doing well.

Manufacturer narrative:
Sjm could not evaluate the ado involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.